Event description:
Boston scientific received information from the patient alleging that this device had been explanted due to an infection approximately 14 years earlier. A review of device records showed the reported reason at the time of explant was an inability to interrogate or program the device, which was reported to the FDA in report 2124215-1997-02692.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.